Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
As reported: "[femoral] head was no longer attached. Steinburg was used to loosen stem in canal. Accolade extractor with slap hammer attached. Greater than 10 swings and stem was out. Nothing unusual".